Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: returned battery cap is damaged and will not maintain an electrical connection. All testing performed with a test battery cap. The pump powers to a dim discolored display. Test battery cap is unable to fully tighten. Battery compartment crack observed in thread area. Battery compartment threads damaged. A power loss with the test cap was not observed. Current draws were within specifications. Investigators removed pump case. No evidence of moisture or loose components inside pump. There were multiple eaw 177 low battery warnings and one eaw 128 replace battery alarm observed in black box. Evidence of a partially discharged battery being installed observed in black box on (B)(6) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.